Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen illegible and preventing interaction with the device. There was no adverse impact to the customer¿s blood glucose level. The customer did not disclose what backup therapy would be used to ensure uninterrupted insulin delivery.